Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered during tx complete - step 9 remove cassette of treatment in the pump module area and some drops of solution were noted from the bottom area of the cassette door. Fluid was discovered on the external of the cassette. Fluid leaked from one of the white lines because the clamp was open. There were no alarms or warnings prior to or after the leak. The film on the back of the cassette was not loose. The patient was advised to disregard using the cycler and to contact the on-call peritoneal dialysis registered nurse (pdrn) for advice on alternate treatment. The patient was advised to use the cycler for the next day's treatment and to call if they encountered any issues. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered during tx complete - step 9 remove cassette of treatment in the pump module area and some drops of solution were noted from the bottom area of the cassette door. Fluid was discovered on the external of the cassette. Fluid leaked from one of the white lines because the clamp was open. There were no alarms or warnings prior to or after the leak. The film on the back of the cassette was not loose. The patient was advised to disregard using the cycler and to contact the on-call peritoneal dialysis registered nurse (pdrn) for advice on alternate treatment. The patient was advised to use the cycler for the next day's treatment and to call if they encountered any issues. Additional information was requested but was not received to date.